Manufacturer narrative:
Additional information was received that the physician opted to reprogram the patient as the battery was seemingly well. The patient will no longer undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain when charging and had charging issues. Database analysis showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively. Sc-1110-02 (sn: (B)(4)) device evaluation indicated that the ipg passed all the required test and revealed normal device characteristics.

Event description:
A report was received that the patient was experiencing pain when charging and had charging issues. Database analysis showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain when charging and had charging issues. Database analysis showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing pain when charging and had charging issues. Database analysis showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient will undergo an ipg replacement procedure.